Event description:
After repositioning pt, he complains of difficulty breathing, high pressure, low pressure and low pox alarm going off. Pt complains of difficulty exhaling. Pt was then disconnected and bagged with color returning and became more alert. Vent was checked by respiratory therapy and functioning well.